Event description:
It was reported to philips that the system detected an unintended longitudinal movement of table during power on self test. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a coronary procedure was being performed when the issue occurred. Customer reported to philips that there was unintended longitudinal movement of the table. The philips remote service engineer (rse) inspected system remotely and observed geometry errors. The review of system log files showed table longitudinal error. Considering, the rse stated that longitudinal potentiometer was needed to be replaced. The philips field service engineer (fse) visited system onsite, performed troubleshooting and observed position slip on the longitudinal movement of the table. The supplier's part analysis conclusively determined the cause of the longitudinal potentiometer failure was due to defective cable. To resolve the issue, the fse replaced defective longitudinal potentiometer and performed functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.